Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to diabetic ketoacidosis. Blood glucose level was 586 mg/dl. Customer stated that they visited to emergency room for 4 hours on the first visit and 5 hours on second visit and then admitted for 3 days. Customer treated with intravenous insulin drip at hospital. Customer alleged insulin; pump for possible under delivery due to diabetic ketoacidosis. Customer had experienced vomiting, dehydration ad ketones as result of high blood glucose. Customer informed that they were using auto mode feature at the time of reported high blood glucose event. Insulin pump will be returned for analysis. Reservoir will not be returned for analysis.